Manufacturer narrative:
The investigation confirmed that a customer observed non-reproducible higher than expected vitros trop I es patient results on a vitros eciq immunodiagnostic analyzer. An ocd field engineer performed service actions to several analyzer subsystems. Following service actions, the analyzer was returned to expected performance. Additionally, incomplete red cell separation between the separator gel and the plasma was observed. The vitros trop I es instructions for use (page 4) states that samples tested for vitros trop I es assay should be thoroughly separated from all cellular material. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample. Root cause of the event could not be determined. However, an analyzer related event and/or a sample preparation issue cannot be ruled out as contributing factors. The investigation is ongoing at the time of this report.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (patient result 1= 3.17, 0.209 ng/ml and patient result 2= 1.23 ng/ml vs. An expected result <0.012 ng/ml) from two different patient samples run on the vitros eciq immunodiagnostic analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the patient samples as per customer policy. The affected results were not reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).